Manufacturer narrative:
In the event the devices are returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2017-01033. It was reported the patient's right scs system lead migrated. The patient stated he experienced some pain around his right abdominal area postoperatively. X-ray was taken and the physician observed the lead to be sitting laterally up against the pedicles at the t11/t12 disc spaces. The physician stated the lateral position of the lead may be the cause of the right abdominal pain. Surgical intervention may be taken to address the issue.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2017-01033. Follow up identified surgical intervention was taken and the patient's right scs lead was replaced with a new one. Postoperatively, the patient's pain was resolved by replacing the lead to a more mid-line position.